Event description:
The dentist reported that an unknown abutment screw fractured. All attempts to remove the fragment remaining were unsuccessful. The implant (B)(4) was surgically removed on (B)(6) 2016.

Manufacturer narrative:
Upon visual inspection, there were no fractured screw parts inside either of the returned implant. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.